Manufacturer narrative:
The device was not returned for analysis. An event of stroke was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported stroke could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The valve was implanted. Post-implant the patient experienced a stroke. The patient was placed in rehabilitation and the patient returned to baseline. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 35mm navitor vision valve was selected for implant using a large flexnav delivery system. The valve was implanted. Post-implant the patient experienced a stroke. The patient was placed in rehabilitation and the patient returned to baseline. The patient status was stable.